Event description:
The customer reported having issues with the insulin pump. The caller stated that the device alarmed while priming. The customer changed the infusion set twice, but the device kept alarming. The blood glucose reading was 345mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advise the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed prime during the basic occlusion test, due to protruded and loose drive support disk. Insulin pump received with cracked reservoir tube lip, cracked case on the display window corner, minor scratches on lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.